Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient attempted to test on the compact plus system at 10:30 p.m. And the blood glucose monitor would not turn on. The patient took 30 units of levemir insulin. The patient woke up at 2:00 a.m. With hypoglycemic symptoms of shaking and sweating. The paramedics arrived "around 5:30 a.m. And 6:00 a.m.". The blood glucose result from the paramedic's meter was 2.1 mmol/l. The patient was treated with unknown sugar medication. The blood glucose result from the paramedic's meter was 5.8 mmol/l 30 minutes later. The patient was taken to the hospital and he was treated with water and salt via IV. The patient was in the hospital for 2.5 hours. Return of the suspect device was requested for evaluation.